Manufacturer narrative:
(B)(4).

Event description:
It was reported the first device was externalized and replaced due to pocket infection. After a couple of weeks, the whole system was externalized and explanted with manual traction due to a new instance of pocket infection, atrial and superior vena cana vegetation, and severe sepsis on the leads. The patient had also experienced compete heart block. There is no known allegation from a health professional that suggests the death was related to the device. The wound was cleaned and a new lead was implanted. No further information is available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.